Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator displayed a left limb off message during 12-lead ECG. There was no negative pt impact.

Manufacturer narrative:
(B)(4).